Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency and the product was not returned. Dissections are known adverse events as listed in the nc trek coronary dilatation catheter instructions for use. Although a conclusive cause for the reported patient effects and the relationship, if any, to the device could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that a procedure was performed in the left anterior descending artery (lad) for treatment of restenosis of an non-abbott bare metal stent. In preparation of performing a "trapping the guide wire" technique to ensure side branch access, a balance middleweight universal ii guide wire was delivered to the lad and a second balance middleweight universal ii guide wire was delivered to the diagonal artery. A non-abbott dilatation catheter was advanced and pre-dilatation was performed. The non-abbott dilatation catheter was removed from the anatomy and a 2.75x12 nc trek dilatation catheter was advanced for additional pre-dilatation. The balloon was inflated three times at 16 atmospheres. The catheter was removed from the anatomy and a dissection was noted. A pilot guide wire was advanced and the balance middleweight universal ii guide wire was removed from the lad with some expected resistance due to the trapping technique. A 3.0x38 non-abbott stent was implanted for treatment of the dissection and post-dilatation was performed using a voyager nc balloon. A kissing balloon technique was performed in the lad main branch and at the bifurcation using a 2.5x15 nc trek and a 3.0x15 rx trek to complete the procedure successfully. There was no adverse patient effect or significant clinical delay in the procedure. No additional information was provided.